Event description:
Suture line disruption/false aneurysm: patient received bilateral femoral - popliteal above knee bypass grafts. Post-operatively, the patient required a revision as the sutures pulled through the graft at the distal anastomosis. After the revision, an angiogram revealed a false aneurysm at the distal anastomosis. This was repaired with an endovascular graft.